Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The n2o needle valve was replaced, and the unit was returned to service.

Event description:
The hospital reported during pre-use checkout it was discovered the unit was able to deliver unexpected high levels of n2o; creating a hypoxic delivery of gas. There was no report of patient involvement.